Event description:
A customer reported that on (B)(6) 2011 the coulter hmx hematology analyzer was the source of a burning type odor. At the time the odor was perceived the instrument was generating "pack out" and "lyse out" instrument error messages. The instrument's mixing chamber overflowed and the contents back flowed into the complete blood count lyse and coulter hmx hematology analyzer pack. The overflow was contained and no biohazardous materials exited the instrument. There was no report of smoke, flames, arcing or shock. The fire department was not notified and the use of a fire extinguisher was not required. No patient results were affected by this event. No personnel sought any medical attention in association with this event. No death, injury or modification to patient treatment was associated with this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) found that the integrated chip (ic) on the diluter board had burnt out. This burnt chip caused the priming mechanism of the instrument to fail. As a result, the mixing chamber overflowed and the chamber's contents backflowed. The issue was resolved by replacing the burnt ic and the contaminated reagents. The repairs were verified per the established procedures. The instrument was returned into service after completion of verified repairs. The root cause for the burning smell was attributed to the failure of the integrated chip on the diluter control card. It is unknown what caused the chip to fail.